Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, 1 month after the dental implant was installed in intraoral region #7, its non-osseointegration was observed. Forty-five (45) ncm of primary stability was achieved and the implant was immediately loaded. The patient presented insufficient bone quality/ quantity (bone type iii), fenestration occurred during surgery and bone graft was executed.